Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of errors 40068 and 310 and replaced the affected audio video processor (avp) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the errors 310 and 40068 were found confirming the fault occurred in the field. Upon visual inspection, no issues were found related to the reported issue. The avp was installed into the golden system where no specified errors triggered, unable to indicate the fault or replicate the reported event. Then the golden system was set to run video test and 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs were inspected, and verified that none of the reported errors were present. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that error 40068 had occurred during shutdown. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that both errors 40068 and 310 were present, which indicated an issue with the auxiliary video board (avp). The tse advised the customer to perform a vision side cart (vsc) hard cycle, but the issue persisted. The procedure was completed with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated the errors occurred during shutdown when the cleanup was carried out after the procedure, so the procedure itself was completed without any problems. Procedure completed robotically with same dv system. It is unknown what surgical procedure was being performed when the issue occurred.